Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care professional (ecp), a male patient has worn the lenses since (B)(6) 2016 and for the first time experienced discomfort in the eye and the contact lens lost color. Initially the patient was able to wear a new lens without issue. After two days, the patient visited the ecp complaining of eye pain, "felt like glass in eye". The ecp examined the lens and no issue was found. The ecp examined the patient's eye and noticed the eye has a small erosion in the cornea in the same place as the pupil of the contact lens, the patient changed the lens again and felt fine. There were no consequences or sequela from the incident. Additional information received on 08/17/2016, indicated that the medical record is not available . Since the patient did not go to the doctor; he was only observed by the optician and no treatment was administered. There was no sequela for the patient due to this incident. No further information was provided or expected.

Manufacturer narrative:
The lot number is unknown and the complaint product was returned for evaluation. The complaint product was found to meet manufacturing specifications. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined.